Event description:
It was reported that during an infusion alteplase (cathflo/tpa), 4mg/30ml saline at a rate of 55ml/hr, blood began to back into the intravenous lines. It was noted that this issue occurred with the use on the central venous line (cvl) patients, and that the back pressure on the lines created the issue. The customer stated there was ongoing poor venous central line function as a result, and that there were "repeated alteplace infusions." Although requested there was no further information including impact to the patient provided.

Manufacturer narrative:
The customer¿s reported complaint of blood backing up into the tubing was not replicated when testing each device during the investigation. An external and internal inspection of the customer¿s pump module observed the device in over all good condition. Both fsa upper pressure sensor showed a date code of 16 apr 2018. No obvious issues or anomalies were identified with the device during the inspection. Results from a review of the logs identified the last alteplase 4mg/30ml infusion on the pump module, attached to the pcu on 31 oct 2018 at 1:50 pm. The pvi was recorded at 11.118ml. At 1:52 pm, the user changed the vtbi to 0.1mls and restarted the infusion. The pump infused until it completed (kvo) at 1:53 pm. Seconds later, the user added another 20mls and the infusion was restarted. The unit was channeled off at 1:54 pm, recording a pvi of 25.175ml and the system powered off. The last alteplase 4mg/30ml infusion on pump module s/n 15238863, attached to pcu 15318729 was programmed on 31 oct 2018 at 1:42 pm. The pvi was recorded at 11.649ml. At 1:52 pm, the user changed the vtbi to 0.1mls and restarted the infusion. The pump infused until it completed (kvo) at 1:52 pm. Seconds later, the user added another 20mls and the infusion was restarted. The unit was channeled off at 1:54 pm, recording a pvi of 13.663ml. Asm occlusion and analog sensor testing demonstrated the pressure sensors passing, operating as intended on both source devices. Results from a timed rate accuracy test using the timed rate accuracy test method demonstrated the returned devices in specification. A review of the device history record showed the device had a manufacture date of 06/18/2018. The review was performed beginning from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did confirm similar complaints with the same or related failure mode for this customer. The root cause of blood backing up into the tubing was not determined. Testing of the returned device confirmed that it operated as intended.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Race and ethnicity: caucasian. Admitting diagnosis: chronic renal disease, end stage. Relevant history: each have complex medical histories.

Event description:
It was reported that during an infusion alteplase (cathflo/tpa), 4mg/30ml saline at a rate of 55ml/hr, blood began to back into the intravenous lines. It was noted that this issue occurred with the use on the central venous line (cvl) patients, and that the back pressure on the lines created the issue. The customer stated there was ongoing poor venous central line function as a result, and that there were "repeated alteplace infusions." Although requested there was no further information including impact to the patient provided.